Manufacturer narrative:
The unit was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The compromised force sensor system alarm could not be verified due to the motor error alarm. The insulin pump passed the operating currents test and displacement test. The unit could not perform the unexpected restart error, occlusion, prime/compromised force sensor system, and no delivery tests due to the motor error alarm. The following physical damage was noted: cracked casing at a display window corner, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window, and missing end cap sticker and bleeding lcd glass.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 240 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap was flush. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.